Event description:
Customer reported unexpected negative reactions for antibody screen on galileo using capture-r ready-screen. A negative reaction was also observed when testing the sample with manually using capture-r ready-screen. Positive reactions were observed when testing the sample using a gel method; anti-k was identified. The customer also reported detecting mixing field reactions with a streaming effect with gel testing.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention capture-r ready-screen (crrs), lots x159 and x160. The customer sent patient sample for investigation testing. The returned patient sample was tested with retention crrs, lots x159 and x160 in manual solid phase tests. No reactivity was observed with k+k+ reagent red cells (cell I). The returned patient's sample was also tested using manual tube method with panoscreen reagent red blood cells using peg as the potentiator. A room temperature incubation was included. Reactivity with cell ii (k+k+) was observed with the patient's sample in all phases of testing. The results suggests that the patient's antibody has a significant igm component. The pack insert for capture-r ready-screen states: specificities of presumed significance, that are entirely igm in nature may fail to react in this assay." The complaint is most likely due to the nature of the sample. A service call was also performed on the customer's galileo during the investigation of this complaint. The residual wash volume was adjusted. Also, the plate was not being placed into the washer correctly. The repairs performed have returned the instrument to expected function. Additional lot # x160.